Manufacturer narrative:
(B)(4). The system was evaluated by a (fse) field service engineer. The fse could not duplicate issue in gel, performed oscillator health check, verified laser alignment. System meets factory specifications. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained that changes the facts or conclusion, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2019 resulting in incomplete flap creation in patient¿s right eye. Flap was unable to be lifted and the procedure was aborted. Photorefractive keratectomy (prk) will completed at a future date. This report is for the patient interface. A separate report is being submitted for the intralase laser.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
Device available for evaluation? Yes. Date returned to manufacturer on: 05/2/2018. Device returned to manufacturer? Yes. Device evaluation: the device was returned within its original packaging confirming the reported lot number of 60153465. A visual inspection of the returned device did not reveal any damage to the components and all parts were assembled correctly. Suction, cone height, parallelism and cone diameter were performed, and all results were found within specifications. Manufacturing record review: per manufacturing records review report, no related non-conformity or deviations were issued during manufacturing the pi lot# 60153465. All devices met material, assembly and performance specifications at the time of product released. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.